Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15189454 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During the coil embolization procedure, the orbit mini complex fill 2x2 coil (637mf0202/151894540) stretched during advancement via the prowler 14 (mc) microcatheter, and resistance was met at the mid-shaft of the mc. However, no additional force was utilized to advance or remove the coil/delivery system. The device was changed to another one to complete the procedure through the same mc. The event will be reported. After the event, the coil and delivery systems was removed from the patient without any issues. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use using the shaping mandrel and steam and without any damages. No kinks were noted in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. The aneurysm neck was 4.8mm.

Manufacturer narrative:
While advancing the coil through the prowler 14 (mc) microcatheter resistance was encountered mid-shaft of the mc. At this time no additional force was utilized and the coil/delivery system was removed. Another coil was utilized to continue the procedure through the same mc. It was noted that an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use using the shaping mandrel and steam without any damages. No kinks were noted in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. While repositioning the mc the coil was not left in the aneurysm. There was no reported patient injury. One non sterile trufill dcs orbit was received in a plastic bag, the unit was entangled and several kinks were found along the hypotube. Support coil, gripper and embolic coil were found outside the introducer (the introducer was received completely separated from the unit). The gripper and embolic coil were observed under a microscope, and the embolic coil was found stretched at the proximal section while gripper presented no damage. Functional test could not be performed since unit was not loaded into introducer tube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil impeded-in microcatheter" could not be evaluated due to the condition of the received product (unit not loaded into introducer). The failure reported by the costumer as "coil unraveled/stretched" was confirmed, the proximal section of the embolic coil was found unraveled/stretched. The cause of the damages found on the unit and the cause of the event experienced by the customer could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. The reported failure of a stretched coil was confirmed. The cause of the embolic coil stretched and kinked and the rest of the damages found on the unit could not be conclusively determined; however, procedural factors, possibly vessel characteristics, and device manipulation may have contributed to the event.